Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain (described by patient as a burning sensation) around the ipg site when stimulation was turned on. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced with a different model .